Event description:
It was reported bilateral ureteral stents were placed in a pt with severe cervical cancer. The pt underwent e-beam radiation therapy for a period of 5 weeks as well as placement of a cesium implant needle into the cervix. The pt subsequently developed ureteral fistulas. An ileal conduit was performed. The pt's condition is stable. The device has been destroyed by user facility. Therefore, no failure analysis will be available. Co believes the pt's condition and subsequent radiation therapy contributed to this event.